Manufacturer narrative:
The device lot number was not available; therefore, a device history record review could not be performed. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies hemorrhage, vasospasm, coil migration, or misplacement as a potential complication associated with the use of the device.

Event description:
It was reported that a vascular embolization coil was used in a patient for the embolization of a ruptured acomm artery aneurysm. At 5-day post procedure, the patient experienced left leg weakness, subarachnoid hemorrhage and cerebral vasospasm. A small coil loop was found to have migrated out of the aneurysm. Coil was successfully secured with a stent. Patient fully recovered the following day without sequelae. Final impression upon discharge indicated no vasospasm or residual aneurysmal filling identified.